Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. As a result, an invasive revision procedure to reposition this ra lead was successfully performed. To date, no additional adverse patient effects were reported during this procedure.

Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.